Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The programmer save to disk data file shows one alert event for "a. Bipolar lead impedance greater than 3000 ohms" on (B)(6) 2012. No atrial lead information was found in the save to disk.

Event description:
It was reported that the device sounded an audible alert for out of range atrial impedance due to a plugged atrial port. A remote transmission was attempted but the patient does not yet have a monitor and therefore the audible alert was sounded. A home monitor is ordered. The device remains in use. No patient complications were noted as a result of this event.